Event description:
Dexcom and reads 65, but low bg alarm did not go off at setting of #80. On (B)(6) 2011; 0715 bg checked at 65. Dexcom "not receiving signal" but displayed reading of 80 at 0630 and had not sounded alert, despite this being the pre set low alert level. On (B)(6) 2011. During a run, at 0905 am, dexcom gives low bg alert at 48, but not at the pre-set 80. Found unit not reading for prior 45 mins. At 1115; checked bg at 58. Dexcom showed "not receiving signal," then, two mins later showed 76; but had not sounded prior alert at the pre set 80. On (B)(6) 2011. Dexcom alert at reading of 48. Bg check showed 114.